Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a manufacturer representative reported the patient called a left a message with the hcps answering service reporting the manufacturer informed the patient his pump was not working (motor stall) and to contact the hcp. The representative confirmed the patient immediately called the hcp around 6:31 am pacific time after calling the manufacturer at 8:31 am central time. The representative stated the hcp answering service did not provide the message until the morning of (B)(6) 2017, and when the hcp tried to reach the patient, he found out the patient passed away the night before on (B)(6) 2017. The representative did not have any further details, but stated he would be following-up with the hcp to try to gather more information. The representative did not know the cause of the death and if it was related to the pump or therapy. The representative later reported repeated information and that the patient contacted the physician (via answering service) at 6:45 am pacific time. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. No additional troubleshooting was performed after the patient had reported the 8476 error code suggesting motor stall. It was unknown if the issue was resolved at the time of the report. The pump contained an unknown brand of morphine, and the representative believed the second drug was bupivacaine, but would confirm with the hcp. Surgical intervention did not occur, nor was it planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the patient was hearing the pump alarming. The patient was very sick and hallucinating. The patient reported no exposure to magnetic resonance imaging (MRI) or magnets. The patient noted their pump was refilled two weeks ago, and was not due to be filled until (B)(6) 2017. The personal therapy manager (ptm) was showing alarm code 8476. The patient was redirected to healthcare professional (hcp). Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.